Event description:
Customer reports intermittent shut down of passport 2 monitor when standby key is pressed, which may have affected pt monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replaced the nibp module and power switch. Calibrated and safety tested to factory's specs.